Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported failed flow rate which was reproduced. The event history log (ehl) review was performed and revealed no abnormalities. The cause was determined to be pressure plate travel which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to intermittently functioning audio condition. Service evaluation verified the intermittently functioning audio condition. The cause was identified to be loose speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed flow rate. The failure occurred at or before first clinical use. There was no known patient injury or medical intervention associated with this event. No additional information is available.